Manufacturer narrative:
(B)(4) was applied to capture the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this defibrillation lead exhibited high, out-of-range pace impedance measurements greater than 2,000 ohms. This lead was surgically abandoned. No additional adverse patient effects were reported.